Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an anterior capsule tear during laser assisted cataract surgery. No additional information will be available.

Manufacturer narrative:
A company representative assessed the system and was unable to find any issues with the system. The system was tested and verified to meet specifications. Based on assessment, the product met specifications at the time of release. The system was found to have no issues; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).